Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of delivery issue is determined to be patient condition because of the calcified condition of the vessels and the insertion was aborted. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 66-year-old male was to be implanted with an impella 5.5 device due to being escalated from an impella cp. It was reported that the implant was aborted due to the patient¿s anatomy. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.